Event description:
Reporter calling, stating that a solostar glargine insulin pen malfunctioned during insulin injection on a patient. Reporter states that the pen only administered a half dose of insulin before the plunger jammed. Reporter states a new glargine pen was used to administer the remaining insulin to the patient. Reporter states there was no patient harm.